Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure "fiber broke" was noted. It was not reported how the procedure was completed. No harm to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): there are no signs of breaks/fractures at the tip; the tip is attached to fiber; the glass cap bevel edge and metal cap are not aligned; the glass cap can rotate independently of metal cap and protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indication of slight melting on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber tip; there are no signs of breakage along the length of the fiber; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the product complaint "fiber broke" could not be confirmed; glue failure observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.